Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones and delivered several inappropriate shocks for the patient with supra ventricular tachycardia (svt). The patient was brought to an in-office check to interrogate this ICD. Upon review, it was noted that the ICD revealed a code 1005, indicating an open circuit condition. The therapy was exhausted and all shocks in the initial vector were normal impedances. However, once the vector polarity was switching, it was noted there was one shocking impedance measurement high out of range. Previous troubleshooting, including the defibrillation threshold (dft) test, had been performed in the past, yielding in-range impedance measurements, but then the shock impedance measurements started trending upwards again. Troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD was explanted and replaced, while the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.